Event description:
The customer reported false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab . Pcr confirmation testing on nasopharyngeal swab (citoswab) in viral transport medium with genxpert sars-cov-2 on the same day generated negative result. The customer stated a second ID now test was performed and generated a positive result. The patient was hospitalized and was transferred to covid-19 ward due to test results.

Manufacturer narrative:
(B)(4). The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Lot number 1025742, UDI: (B)(4), exp: 2021-09-02. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025742 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025742, test base part number 190-430/ lot: 1025742. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025742 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025510 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot:1025510, test base part number 190-430/ lot:1025510. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025510 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.